Event description:
It was reported that a user experienced elevated and fluctuating blood glucose readings on the ilet despite changing infusion supplies to a 23 in 6 mm contact detach and observing no signs of insulin leakage; a concurrent fingerstick measurement was 31 mg/dl lower than the ilet-reported value, and the user reported eating and making meal announcements. Symptoms included hypoglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included customer-guided troubleshooting and education, device data review, and verification of infusion set replacement. Investigation of this case revealed no device alarms or confirmed hardware malfunction and no evidence of infusion leakage, with a fingerstick-to-ilet discrepancy consistent with sensor and meter variance; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the event had an undetermined cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.